Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the patient's blood glucose increased to the 400 mg/dl range due to seven infusion sets that either did not go into the body or bent while in the body. The customer was advised on proper infusion set insertion and usage protocol. The insulin pump was not returned for analysis.